Event description:
It was reported that the out of range alert was triggered due to the right ventricular lead's high impedance. It was also noted that the lead's impedance has been on a slow steady rise and the lead's capture threshold had gone up months ago but is now stable. No intervention has been done as the physician is watching the impedance for a plateau. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed there was high resistance/impedance as there was four patient alerts for out of tolerance sub-threshold lead impedance between (B)(6) 2012 02:15:03 and (B)(6) 2012 02:15:04. The weekly pace lead impedance log data shows an increase for min and max rv (right ventricular) pace equaling 744 to 2496 ohms peak between (B)(6) 2011 and (B)(6) 2012.